Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit and observed that the ground pin was busted off the power cord. To resolve the issue, the stm replaced the ac power cord and performed preventative maintenance (pm) on the iabp unit. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a broken ground pin in the power cord. It is unknown under what circumstances this event occurred or if a patient was involved; however, there was no adverse event reported.